Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the patient was scheduled for a normal ins battery replacement. The rep ran an impedance check and reported that electrodes 9 and 10 were greater than 3,600 ohms. The patient had been reprogrammed around those electrodes. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the high impedances was unknown. No further complications were reported.